Event description:
It was reported that the patient was hospitalized due to a hematoma in the spine. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Additional information indicates the system was explanted on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.